Manufacturer narrative:
Investigation of returned guidewire revealed the polymer jacket was broken off and missing at approx. 1mm from tip end, stretch damage was observed on the remained jacket near by the breakage site. No other notable irregular was found with the guidewire. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that the guidewire tip was trapped in the calcified lesion, and when guidewire removal was made, surface of the guidewire might be exposed to abrasive friction, resulting the abrasion damage to, and breakage of, the polymer jacket due to the force exceeding the product design limit. Warning section of the IFU describes; if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. And as possible complications and adverse events : "separation or break age of the guidewire."

Event description:
Reportedly, to treat 90-99% occluded calcified lesion at sfa, subject guidewire was advanced to the lesion, and manipulation resistance was felt when the attempt to cross the lesion. Upon removal of the guidewire, it was found that the tip of the plastic jacket was broken apart.

Manufacturer narrative:
(B)(4).